Event description:
The intralase laser, in conjunction with the intralase patient interface, was used to create corneal flaps for ilasik on both eyes (ou). The procedure was completed for the right eye (od) without incident. The surgeon experienced an uneven stromal bed on the left eye (os) and aborted the procedure. The patient post-operative (post op) data was submitted as follows: post op notes: 1 day visual acuities: od 20/25+3 without correction, os (bandage contact lens) manifest refraction visual acuity 20/40+1. Post op 2 days out: od 20/20-1 without correction, os bandage contact lens 20/40 (no manifest performed on day 2). Post op 20 days out: od without correction 20/15-1. Os without correction 20/200 and with manifest refraction os 20/20-2. It was reported that the patient is more myopic than prior to procedure and has irregular astigmatism. On (B)(6) 2012, it was reported that there is no plan to reschedule the patient for treatment. The patient is doing well with monovision having the od eye already corrected for distance and os for near.

Manufacturer narrative:
Corneal scarring, myopia, astigmatism. Reference manufacturing report (mr) number: mr# 2648035-2012-00106 for related report, patient interface. Evaluation: a field service specialist (fss) visited site after the reported event and performed a system checkout. Fss made no abnormal observations. System meets abbott medical optics (amo) specifications. Note: all pertinent information available to amo at the time of this report has been submitted.

Manufacturer narrative:
During a review of the case it was noticed by the analyst there was a mistake. The correct date is (B)(6) 2012, instead of (B)(6) 2012. Sentence should read as follows: on (B)(6) 2012, it was reported that there is no plan to reschedule the patient for treatment.